Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that oversensing was noted on the lead. Lead insulation damage is suspected but this was not confirmed. No intervention has been performed. The patient was stable.